Event description:
It was reported that the patient thought she had an infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0aabs, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0aabs, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received noted that the patient had the device removed on (B)(6) 2013. It was not working as well as the patient hoped it would and the area suffered from an ongoing infection.